Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the replacement has not been scheduled yet as they were waiting for approval. The rep said the battery was successfully jumpstarted and the patient was going to continue to use the current battery until replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was unable to interrogate nor recharge their ins. The patient¿s son stated it had been three months since they last charged. The rep was in the process of setting up an appointment with the patient. Additional information was received from a consumer via a manufacturer representative on (B)(6) 2018 that the patient had previous knee surgery in may and had not been charging the stimulator. The patient had recently tried to turn it on and was unable to communicate. The device was overdischarged. The manufacturer representative jumpstarted the device on the day of the call. The consumer would charge for the next 7 days before clearing the power on reset (por). The health care provider (hcp) discussed a new system and the patient wanted it. The patient would be scheduled for replacement. Additional information was received from a manufacturer representative (rep). It was reported that upon hearing how long the patient charges for, the physician offered our newer model. The physician also suggested it to avoid future overdischarges. The patient stated that she would like to go with the newer model system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the physician spoke with the patient about the benefits of the newer model ins, and discussed the potential for damaging the current battery when jump starting it. The patient and physician decided to replace the battery with the newer model. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.